Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle device after a diagnostic procedure, with a 5fr sheath. Reportedly, resistance was felt moving the lever and after the lever was folded down, the prostyle device could not be removed from the patient anatomy. A cut down was performed to remove the prostyle device and suture the artery to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Analysis was performed on the returned device. The reported device entrapment could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. The reported difficulty closing the foot could not be confirmed as the foot deployed and retracted as expected. The device was returned with the posterior needle tip ejected from the posterior needle shank, with no visible damage and the posterior cuff was not returned, indicating a posterior needle to cuff miss occurred. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. A conclusive cause for the reported difficulties could not be determined based on the returned device condition. Factors that contribute to a needle to cuff miss, may include, but are not limited to, needle deflection during plunger deployment due to interaction with patient anatomy (human tissue) or failure to maintain a stable position of the device with respect to the tissue tract. Factors that contribute to difficulty closing the foot and device entrapment may include, but are not limited to, tissue or suture caught in the foot. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.